Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky. Customer stated insulin pump had no delivery alarm and large crack down the reservoir. Customer stated up and esc buttons were gone. Customer reported alarm did not occur during manual prime. Customer was not able to troubleshoot at time of call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.